Event description:
The cadd solis epidural pump being used for one of the patients two nerve blocks alarmed "battery depleted" and turned off. There were no prior alarms warning of a low battery. The pump was at the time plugged into a red power outlet. Per day shift nurse the pump had been unplugged for a total of approximately 10 minutes at a time, hours earlier during the day. Patient post op with two chest tubes has two peripheral nerve block catheters infusing via the new cadd solis epidural pumps. The pump alarmed once and would not turn back on despite being plugged into a red outlet, even after an hour. The patient did not receive the ropivacaine during the time it took to replace the pump. (B)(6): this rn and day shift rn are sure that pump was plugged into wall and the power cord was correctly plugged into the pump itself. The pump has been sent to biomed for further investigation.